Event description:
No additional information.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo and 1 loose syringe with 3 empty trays submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample showed that no defects. The photo shows one loose syringe in a white tray with a red circle around the plunger rod as it enters the barrel, the reported defect cannot be confirmed from the photo provided. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter 4064330, 4094531, 4124012. It was reported by customer that cardboard debris was observed in the tray and a feather-like material was observed inside of a syringe barrel. Rcc received a complaint via email. As stated in our email for the initiation of sup-2024-0035, xxx will be providing updates to this complaint. See below for additions to sup-2024-0035 for the supplier concerns that were initiated since the last notification (20aug2024) to 01oct2024. Xxx part number: bd part number: description#: of trays with defects#: of finished units rejected due to defects: r15004 309702 syringe (sterile), 3ml ll, bd tray 309702 (25/tray; 12 tray/box) 5 110. R15020 305618 syringe (sterile), 30ml ll, bd tray 305618 (10/tray; 12 trays/cs) 15 144. R15028 309680 syringe (sterile), 50 ml ll, bd tray *309680* (20/tray; 6 tray/cs) 46 682. Concern details: cardboard debris was observed in the tray. A feather-like material was observed inside of a syringe barrel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Analysis of the sample showed one loose syringe in a white trays with a red circle around the plunger rod as it enter the barrel and the reported defect cannot be confirmed from the photo provided. However, bd cannot confirm the cause of the failure as no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.